Event description:
Customer reported the insulin pump alarmed no delivery, the tubing was bent, and customer had high blood glucose of 530 mg/dl. Customer treated with the device. Customer's symptoms were a little sweaty. Troubleshooting was performed. Customer was advised to disconnect from the device. The drive support cap was normal. Customer disconnected at the quick release. No leaks were noted. Air bubbles were noted in the reservoir, removed by priming. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. Customer was unable to run high pressure test. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.